Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿comparison between onyx and coil embolization for persistent type 2 endoleaks after endovascular aneurysm repair".  Kim mk, park yj, yang ss, kim di, kim jg, hyun dh, park kb, do ys, kim yw annals of surgical  treatment and research . 2024 mar;106(3):178-187 https://doi.org/10.4174/astr.2024.106.3.178 a.2 <(>&<)> a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ comparison between onyx and coil embolization for persistent type 2 endoleaks after endovascular aneurysm repair".  The study period was over a 7 year period. A total of 728 patients underwent evar where endurant and non mdt stent grafts were implanted. The average aaa diameter measured 53mm.  The study investigated the treatment options for type ii endoleaks. 46 patients underwent embolization in this study, 15 were treated with onyx embolization and 31 with coil embolization. Among the patient population the following malfunctions occurred; type ib endoleak, migration, unknown endoleak the following serious injuries occurred: rupture, bleeding , infection, intervention  patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any deaths.